Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during testing, the battery compartment was observed to be cracked in two places. Additionally, the display screen was dim and discolored. Unrelated to these issues, the keypad cover was torn at the ok button. The keypad button symbols were worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation damage to the battery compartment and a display screen issue. This report is made based on results of investigation completed on 10/15/2015.